Event description:
Bsc advisory for high battery impedance may initiate safety mode. Patient is dependent on device with ~2 years battery remaining. Recommendation is to prophylactically change pacemaker if battery </= 4 years remaining. Pacemaker generator changed.